Event description:
Additional information received. Patient reported they are trying to get the ins taken out because it has been "bothering her" pt stated the therapy didn't really do anything for her since implant and the ins has been off for 2 years. Pt stated in the past couple of months the ins is burning pt. Pt clarified she feels a burning sensation at the ins site. The patient was redirected to their healthcare provider to further address the issue. Pss provided nas contact information for the MRI center to page the local rep out to read the ins and verify it is off for the MRI scan

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was caller reported they haven't used therapy in about 2 years and said they stopped using therapy because they felt as though it was no longer providing them relief. Caller stated the device provided them with relief when they were first implanted with the device. Caller stated a couple weeks ago they noticed when they sit, their body puts pressure on the ins and causes a burning sensation. Pt stated the ins has been causing pain in their back and they have been unable to work. Caller stated they would like to have the ins explanted. Caller stated they are in need of an MRI and inquired on how to proceed considering the ins is not operating and they do not have the external equipment. Pss reviewed information and sent pt MRI eligibility form to have their hcp complete. Caller stated their current hcp is dr. (B)(6) at (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.